Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement on the right atrial (ra) lead. The system switched to the unipolar configuration. Technical services (ts) noted stored episodes with noise in unipolar. Additionally, there was a recorded signal artifact monitor (sam) episode due to artifact related to the minute ventilation (mv) feature on the ra channel. During an in-clinic visit, the patient felt muscle stimulation when the system was switched back to the bipolar configuration. Ts recommended programming options. No additional adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.